Manufacturer narrative:
This report is filed on august 25, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed an infection at implant site; subsequently the patient was treated with anti-biotics (date and type not reported). The implanted device remains.